Event description:
This lead was explanted and replaced. Tried getting information from the local biotronik representative with no success. Tried getting information from the physician's office with no success. It is unknown why this lead needed to be replaced. There were no adverse patient events noted. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2015 - additional information was received from the local biotronik representative. This lead was explanted due to loss of capture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.